Event description:
Baxter received a report from a pharmacy manager involving an automix 3+3 compounder. According to the facility the umb (umbilical) cable is frayed. The unit is being swapped. There was no patient involvement and therefore no medical intervention or adverse event. No further information was available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "frayed umb (umbilical) cable" was confirmed during visual inspection. The root cause was due to a damaged umbilical cable. However, no repairs were made at this time.